Event description:
It was reported that syringe 50ml ll leaked. "Syringe began to leak (at the stopper) when administering cytostatics. Lot number: 2007073 (exp.:30-06-2025). Additional information: - did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? No, drops on the preparation field were noticed, at that time everything was removed, including gloves. - did the treatment plan have to be adjusted as a result of this incident? (E.g. Because of the incorrect dose of the medication that leaked) no, noticed and corrected in time - did the leakage affect the administered dose of the medicine? No, cfr supra - has the defect led to serious injury? No. - was there any medical intervention as a result of this incident? No. - other actions that had to be taken? Additional use of resources (material + cytostatics)".

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2007073, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2007073 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the samples or components, the stopper was properly assembled on the plunger, and in all cases no leakage was observed. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. "Syringe began to leak (at the stopper) when administering cytostatics. Lot number: 2007073 (exp.:30-06-2025) additional information: did the user have contact with the substance that leaked? If so, was there any contact with mucous membranes (such as eyes, mouth or wounds)? No, drops on the preparation field were noticed, at that time everything was removed, including gloves. Did the treatment plan have to be adjusted as a result of this incident? (E.g. Because of the incorrect dose of the medication that leaked) no, noticed and corrected in time. Did the leakage affect the administered dose of the medicine? No, cfr supra has the defect led to serious injury? No was there any medical intervention as a result of this incident? No. Other actions that had to be taken? Additional use of resources (material + cytostatics)".